Manufacturer narrative:
One contaminated sample within its original packaging labeled with lot #2023102364 was received with only the stylet, the hub had detached, therefore the hydromer test could not be carried out due to the missing tubing. The sample was visually inspected based on product specification and the reported condition was confirmed; the hub was disassembled from wire. Hub detachment can be caused by not activating the hydromer with enough fluid. The most likely root cause of the reported condition most likely occurred as a result of manipulating, adjusting, or movement of the device during use. If the instructions of use are not adhered to a failure to activate the hydromer could occur making it difficult to remove the stylet from the feeding tube. As per the instructions for use (IFU) for the proper procedure for insertion of the feed tube and extraction of the stylet reads: "using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating.¿ no action plan is deemed required since the reported condition is identified as user related. Based on the risk analysis, the occurrence of harm is below the expected range. We will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the cap at the end of the guide broke during the attempt to remove the guide. Low traction was used for withdrawal.